Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the graft was not evenly raised with the device and when a second dermatome was opened and used the graft was intact/even. An additional graft was required to be taken due to this. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On june 28, 2018, it was reported that he graft was not evenly raised with the device and when a second dermatome was opened and used the graft was intact/even. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned the 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was january 8, 2016 where it was reported that the skin was coming off patchy/ the o-ring was missing and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, damaged head, damaged control bar, calibration shaft, and swivel were replaced. This is not a related issue. Product review of the air dermatome by zimmer biomet australia on june 25, 2018 revealed that the head and all 4 width plates were worn. The depth bar had side play and the depth bar lever was hard to move. The surface of the dermatome was found to be pitted, possibly from some form of aggressive reaction or heavy cleaning (see the current repair report). The customer hose was not returned for evaluation. The air dermatome was not repaired and was returned to the customer unrepaired at their request. The reported event was confirmed since during product review it was noted that the depth bar had side play and the depth bar lever was hard to move. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet surgical it was noted that the depth bar had side play and the depth bar lever was hard to move. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.